Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that during a skin graft procedure the surgeon observed the thickness of the graf increasing and with irregularity. The procedure was stopped and it was observed that the blade had been inserted wrong side up. An additional unplanned graft harvest was required as a result.